Event description:
It was reported that as soon as the patient began recharging her implantable neurostimulator (ins), stimulation turned on and she began feeling strong stimulation. The patient also felt a shocking / jolting sensation. The patient was going to continue to recharge and adjust stimulation down once she was able to sync with the patient programmer. The patient stated her therapy did not completely take away the pain in her right arm, which had gotten worse in the few days prior to report. The patient had been reprogrammed 'many times' and had multiple programs, all of which she had tried. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3986a lot# n0032448 implanted: (B)(6) 2005 product type lead; product ID 37743 product type programmer, patient; product ID 3708340 serial# (B)(4) implanted: (B)(6) 2007 product type extension. (B)(4).